Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent right tha on (B)(6) 2009, and was implanted with an lfit v40 femoral head and accolade hip stem requiring revision surgery on (B)(6) 2023, due to alleged head dissociation.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinical review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem-head disassociation. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.